Event description:
Customer reports the vertical column will not go down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply.